Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction, intermittent alarms occurred. There was no reported adverse impact to the customer¿s blood glucose due to the reported issue. During troubleshooting with tandem technical support, the malfunction alarm was cleared and insulin delivery was able to be resumed.